Manufacturer narrative:
The log file of the affected device, the flow sensor cable, flow sensor and disposable expiratory valve were provided for the investigation. During testing using both disposable and reusable valves the reported problem could not be reproduced. An analysis of the flow sensor cable showed that the internal electrical resistance of the cable was not stable. This electrical contact problem can result in a fluctuating tidal volume. Analysis of the log file shows that flow measurement-related alarms were generated on the reported date of event. In the case of a fluctuating tidal volume the device generates a visual and audible alarm when exceeding the set alarm limits for flow and pressure. In addition, the device alarms "flow measurement inaccurate" to alert the user to the problem. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the v500 was making a vibration noise coming off the flow sensor when in use - only on disposable valves. There was no patient injury.